Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3093-28, lot# j0340406v, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
The eos/eol message displayed. The patient experienced a loss of therapeutic effect. She noticed a return of frequency and symptoms last week. She checked the implant with the patient programmer on (B)(6) 2013 and that was when she noticed the eos message. Her device was last checked two years ago by a company representative. At that point she thought she had ten more years left. Her battery was dead. The patient had an appointment on (B)(6) 2013 and her device will be replaced on (B)(6) 2013. It was noted that when the patient was told they had ten years left of the device, it was wrong. Additional information has been requested.

Event description:
Additional information received reported that the cause of the event was the patient needed a battery exchange after about 10 years. Battery depletion was normal. There was an implantable neurostimulator replacement. No hospitalization was required.